Event description:
Nurse reported via phone call that the customer experienced a severe hypoglycemic event. Blood glucose went down to 20 mg/dl and customer's spouse helped her. The customer was not taken to the hospital. Nurse also stated that the sensor was not working and they needed new ones to be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.